Manufacturer narrative:
Examination of the submitted pfcsigma dist fem aug trl8mm s4 confirmed damage to the body of the augment. The chipped/missing fragments were not returned; however, information provided states no pieces were left in patient. A complaint database found no additional reports of similar damage against the pfc sigma post fem aug trl product family group. With the information provided a root cause attributed to user error/misuse. Based on the determined root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial augment it broken.